Event description:
Event desc: pt was having a total knee replacement. An unidentified object was seen on routine post-operatively on x-ray film. The surgeons, anesthesiologist and charge nurse were notified. A fluoroscan was done to re-check the presence of the object. The fluoroscan showed the same result. The pt's incision was re-opened and the metallic foreign body was removed under fluoro guidance (likely an instrument piece that broke off). We were unable to identify exactly which instrument the piece had broken off. There were no sequelas as a result except for the pt's time in the operating room being slightly prolonged. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Ref: MFR 1818910-2004-00640.